Event description:
A physician was attempting to treat a moderately calcified lesion in the avf using reef hp pta balloon. The balloon was inflated with the inflation device. No damage noted to packaging and no issues noted when removing the device from the hoop. The device was prepped with no issued identified. It was reported that a pin hole balloon burst occurred during inflation at 20atm pressure. All fragments of the balloon were retrieved from the vessel. The device did not pass through previously deployed stent. There was no resistance encountered when advancing the device. No excessive force used. The vessel was little tortuous. A fortrex balloon was then used as replacement for high pressure dilatation. No patient injury was reported.